Event description:
It was reported the patient has never recharged the scs system and reportedly stimulation was never activated. As a result, the ipg is inoperable. The sjm representative will meet to interrogate the system as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.